Event description:
(B)(4) (our importer) received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 at 6:30pm while patient was at work. Patient (tr) stated that she was experiencing symptoms of being constantly thirsty, urinating, very tired and hungry. The reading on the prodigy meter at the time of the event was 257mg/dl. This prodigy meter belonged to her daughter who brought the meter to her at work. Patient's normal blood glucose reading as recommended by her doctor is from 120mg/dl-130mg/dl. Patient was transported to ER by her daughter. Patient stated several readings were taken at ER with results of 560mg/dl plus or 570mg/dl plus. Also patient stated she took a pill at work (type unknown) followed by a blood glucose result upon arrival at ER of 290mg/dl. Patient was given IV liquids at ER. Patient's blood glucose prior to discharge from ER was 259mg/dl. Patient's total stay in ER was from 6:30pm-10:00pm. Additional info: the last time patient checked her glucose was before she went to work at 8:51am with a result of 257mg/dl on her prodigy meter. Prodigy is following up with patient to request return suspect device.